Manufacturer narrative:
D10 concomitant product: sm-822 biosyn 3-0 und 75cm c13 x36 (lot#: d4j3609fy) sm-822 biosyn 3-0 und 75cm c13 x36 (lot#: d4j3609fy) sm-822 biosyn 3-0 und 75cm c13 x36 (lot#: d4j3609fy) sm-822 biosyn 3-0 und 75cm c13 x36 (lot#: d4j3609fy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sigma resection, while suturing, the thread breaks off the needle immediately. The needle did not fall into the patient cavity. Five sutures were involved during the same event with the same patient. The issue was resolved by using a product from another manufacturer. No patient complications have been reported as a result of this event.